Event description:
It was reported that revision surgery was performed due to pain. The pain was thought to be caused by lateral overhand of the tibial baseplate. Inflamed tissue was noticed laterally during revision.